Event description:
It was reported that during the procedure in pulmonary, the safety/pigtail catheter over needle was inserted. After connection of the tubing and during aspiration of fluid, the tubing was defective and leaking pleural fluid as well as allowing ambient air to enter the system (y connection tubing). As a result, they opened a new kit to complete the procedure. It is unk if there was a delay in treatment. No pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.